Event description:
The reported incident relates to the mattress isn't soft enough for the consumer causing her to need cortisone shots. The manufacturer of the mattress has "set" material specification (s) that are followed per customer requirements. The mattress manufacturer does not knowingly know what works and what does not work for some people. The consumer will need to contact her dealer/distributor and request a softer mattress that may meet her immediate need.